Event description:
The rptr stated that rptr did back to back blood glucose testing, 1 after the other, sometimes adding a second drop of blood to the strip. Rptr's results were 157, 181 and 196 mg/dl. Rptr did not have any symptoms. On follow up, the rptr stated that rptr has difficulty getting a sample due to only having use of 1 arm after a stroke. At times rptr adds a second drop to the test strip. No control testing was reported. No harm was alleged.